Event description:
It was reported that 1 bd intima-ii¿ closed IV catheter system had a damaged hub issue. The following information was provided by the initial reporter : the user facility reported that after opening the package, the fin needle hub of the closed vein indwelling needle was broken and could not be used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. From the photo, the team observed that the unit package of the sample has been removed, the fin-shaped part of the paddle hub is broken and missing, and the broken surface cannot be identified. A retained sample was inspected by the team and no abnormality was found at the paddle hub. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no defective samples were received, a root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd intima-ii¿ closed IV catheter system had a damaged hub issue. The following information was provided by the initial reporter: the user facility reported that after opening the package, the fin needle hub of the closed vein indwelling needle was broken and could not be used.